Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the error message ¿head error¿ occurred on the rotaflow unit during priming. No patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to a pump stop during treatment therefore a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the error message ¿head error¿ occurred on the rotaflow unit during priming. No patient was involved. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use therefore, a report is required. The rotaflow console (rfc) with s/n number (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to confirm the reported "head error" on the rotaflow drive. The batterypack ni-cd 24v 132wh (rfc) (article number 701017188) has been replaced on the rfc as part of the service. The rotaflow drive (rfd) with s/n (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on 2024-10-25 the reported "head error" could be reproduced. Thus, the drive was sent to the supplier (B)(4) for repair. On 2024-11-13 the supplier (B)(4) was able to reproduce the reported failure "head error" and the root cause could be determined as misuse of the device, which lead to a damage of the electronic parts. These parts were replaced by the supplier. After functional test at the getinge service department on 2024-11-21 the device was sent back to the user. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result, the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported failure "head error" could be confirmed. Rotaflow console: the review of the non-conformities has been performed on 2024-07-17 for the period of 2024-07-15 to 2017-04-10. It shows non-conformity in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The rotaflow console with s/n (B)(6) was produced in 2017-04-10. A review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Rotaflow drive: the review of the non-conformities has been performed on 2024-07-17 for the period of 2024-07-15 to 2012-12-13. It shows non-conformity in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The rotaflow drive with s/n (B)(6) was produced in 2012-12-13. A review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.